Manufacturer narrative:
E.1. Address line 1: (B)(6). The event of "seroma" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "development of seroma".

Event description:
Healthcare professional reported left side "development of seroma". Device was explanted and replaced.